Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "no "load set" screen when appropriate" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified however, upper auxiliary required replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump didn't display load set error when appropriate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.